Manufacturer narrative:
The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: representative samples of product code y398, lot ljz945 were returned for analysis. One additional sample of product code y398, lot klm497 was also returned. During the visual inspection of the samples, no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found. The resistance test was performed and no issues or anomalies were noted. According to the sample conditions, no needle breakage was found. A failed suture needle was submitted for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2018 and suture was used. While suturing a figure 8 on the uterus to control uterine bleeding, it was discovered the needle broke. It wasn't determined if the needle broke in the beginning of the stitch or at the end of the stitch. A second like suture was used to complete the procedure. An x-ray was performed, the broken needle piece was detected. There were no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.